Manufacturer narrative:
Additional information: during the index procedure an in. Pact av access was used to treat the left popliteal 2 segment, popliteal 3 segment and tibial peroneal were treated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure an in.pact av access was used to treat the left popliteal 2 segment, popliteal 3 segment, fibular artery. Approximately 11 months post procedure patient underwent left transfemoral amputation. Following angio-scan on, it was identified an extensive occlusion of the stented left femoropopliteal axis and segmental occlusion of the proximal perforating trunk. The patient came to emergency on and underwent amputation on. Patient recovered/resolved with sequelae. Target lesion was involved.